Event description:
It is reported that pt experienced pain and metallosis. Pt was revised.

Manufacturer narrative:
Info was forwarded from the owner establishment, (B)(4). The MFR did not receive explanted devices, x-rays, or other source documents for review. Where lot numbers were received for the explanted devices, the device history records were reviewed and found to be conforming. Should additional info become available and/or the device(s) be returned for eval and an investigation result be available, that changes this assessment, an amended medical device report will be filed. Zimmer reference number of this file is (B)(4).